Manufacturer narrative:
Additional manufacturer narrative: the subject device remains implanted; however, edwards requested and received post-operative echos to evaluate the performance of the valve in vivo. Note that the intraoperative echos were not recorded by the hospital. Post operative echos were reviewed by an edwards consultant, impression as follows: " early after implantation of a bioprosthetic mitral valve, there is significant central mitral regurgitation and at least a suggestion of atypical appearance of the bioprosthesis leaflets. Without access to intraoperative images (not recorded), the absence of mr immediately after mitral valve replacement cannot be confirmed. Barring early and especially aggressive infectious endocarditis, it is difficult to think of a clinical scenario in which mr appeared so abruptly yet so early after surgery; however, this diagnosis is supported by neither vegetations on the valve nor by progression of mr between the two time periods submitted. If mr was present since valve implantation, then factors intrinsic to the bioprosthesis or extrinsic to the valve (e.g. Suture loop) could be responsible for mr. It probably is not possible to determine the underlying etiology of mr based on echocardiographic images." Per the hcp, the bioprosthesis did not display evidence of intrinsic leaflet dysfunction prior to surgical implantation, and intraoperative tee did not disclose significant central mr immediately post valve implantation. Therefore, the root cause of the reported mitral regurgitation 3 days post implant cannot be conclusively determined. The valve remains implanted as of this writing. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Additional information and evaluations will be reported if received.

Event description:
It was reported via cardiologist that a female patient underwent a mitral valve replacement with an edwards device, and exhibited moderate to severe central regurgitation via tee and tte on post op day 2. Patient is still in the hospital not doing as expected, systolic function deteriorated. The implant operative report findings of (B)(6) 2012, indicates that the patient's native mitral valve was replaced with a 27 mm carpentier-edwards prosthesis which fit nicely. Biatrial maze was accomplished with the atricure system. She came off bypass surprisingly well with minimal ionotropic support, and was taken to intensive care in satisfactory condition. No information to indicate any abnormal results intraoperatively. It was reported that intraoperative inspection of the valve and tee immediately post-implant did not reveal any evidence of intrinsic valve related problems or significant mr. Echo performed on (B)(6) 2012 (3 days post implant), indicates the following: " prosthetic tissue valve is present. It appears well seated, no rooking motion noted. Leaflets are visualized and appear to be opening normaly...prosthetic mitral valve peak velocity is 2.3 m/s suggesting a peak gradient of 22 m/s is abnormal and suggests functional stenosis of the prosthetic valve. In addition there appears to be at least moderate eccentric mitral insufficiency. I cannot tell precisely if it is para or perivalvular but it does appear to be significant. Tee performed on (B)(6) 2012, states: " the mitral valve is a bioprosthetic valve. No significant perivalvular leak. No significant mitral valve stenosis. There is moderate mitral regurgitation. The mitral regurgitant jet is centrally directed. There is mild mitral stenosis.